Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Event: failure in visual field due to a foggy image. Based on the results of the investigation, it is likely that the foreign material adhered to the objective lens, causing the lens surface to have a foggy visual field with water droplets. Event: foreign material has adhered to the surface of the distal end section including the objective lens and inside the air/water nozzle. Based on the results of the investigation, the foreign material turned out to be silicic acid and organic silicone from chemicals. Silicic acid and organic silicone are not a substance originated from an endoscope but from chemicals. It is likely that the reprocessing steps were not correctly implemented according to the instruction manual, and there was no physical damage to the section of the device with the remaining foreign material. Event: insufficient draining. Based on the results of the investigation, it is likely that the suggested event was caused since the foreign material adhered inside the air / water channel, resulting in a decrease in water drainage. The reprocessing manual states the reprocessing method associated with the event in "chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories, clean the external surface¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign matter adhered to the air/water supply nozzle piping. There were no reports of patient involvement.